Manufacturer narrative:
The device was received, and an evaluation is complete. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The device received incoming device evaluation assessment (idea). This evaluation included a visual assessment as well as functional testing. The device failed idea testing due to delayed keypad response during flash testing on the keypad. Service evaluation verified the delayed keypad response. The cause was identified to be a failed processor board. The processor board was replaced to correct the condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum pump, the device experienced a delayed keypad response. There was no patient involvement. No additional information is available.